Manufacturer narrative:
The customer¿s reported complaint of residual volume (under infusion) remaining in a bag after no volume was expected during testing was not confirmed or replicated during the investigation of four returned devices. Test results from devices s/n (B)(4), s/n (B)(4) confirmed the units passing asm (version 9.8) rate accuracy test, indicating in specification. Conversely, pump s/n (B)(4) was observed marginally out of specification; subsequently addressed by calibrating the source device, placing unit back in specification. All pumps with the exception of pump module s/n (B)(4) failed the initial asm (version 9.8) rate accuracy test. However, noted error was not clinically significant and is not suspected to have contributed to the customer¿s alleged event since it was still within the system level specification of +/- 5% rate accuracy. It should be noted that a device delivering at an accuracy of -4.9% could leave a volume of 49 mls in a 1000 ml bag. An additional thirty minute timed rate accuracy test with customer¿s returned pcu, returned set including attached infusor adaptor and programming parameters, confirmed device was is in specification. Risk assessment: risk assessment 10000281665 was opened to assess the issues associated with residual volume. CAPA: n/a. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4).

Event description:
The customer reported that during testing in the research department, fluid was remaining in the bag with the pump modules when no volume remaining was expected. The rate was programmed as 500 ml/hr with 1,000 ml vtbi. Biomed does not know if the research department user took the over fill of the prefilled 1 liter bag into account during the research department's testing of the two groups of devices. Biomed also tested the devices, and after determining the exact amount of volume for the bag, found them to be within 5% specification. The research department requested a cad investigation of the devices. No patient involvement was reported.